Manufacturer narrative:
Investigation completed as part of this report.

Event description:
Ecn event description: nps placed, pcca clamped, tried to cross the lesion with wire and balloon, tied another wire, converted to cea. Patient present at time of event?: yes patient complications: stroke,dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: converted to cea patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: unknown. Event date: (B)(6) 2025. As reported device codes: 1296: difficult to cross lesion. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025.